Event description:
Cardiologist was attempting dca to svc to first diagonal of lad which had sharp angle with aortic anastomosis. 9.5 fr guiding catheter was utilized. After crossing lesion with difficulty with 7 fr atherectomy catheter first cut was made at 15 psi peak pressure. Dr stated did not have good control of the device with that cut. After inflating to 15 psi for 2nd cut, was unable to advance cutter. Broken cable was found in spline adapter of atherectomy catheter. Device was removed from pt. Procedure was completed with ptca balloon.